Event description:
It was reported that the patient had a pump and catheter implanted (B)(6) 2014 and on (B)(6) 2014 the patient was seen and given a 25mcg bolus to see their response. The healthcare provider stated the patient¿s spasticity improved and the following months the dosing was increased. In (B)(6) 2015 the patient was seen and stated they had increased spasticity and felt the pump was not working. On 1(B)(6) 2015 the patient was given a 50mcg bolus with no response. The patient was sent to the surgeon and had a indium study and the indium study was negative. The patient was seen again at the clinic on (B)(6) 2015 and a 50mcg bolus was given with no response. The patient sent to the surgeon and on (B)(6) 2015 the patient had the catheter replaced due to the surgeon being unable to aspirate the catheter and there was no free csf flow. The pump was used to deliver gablofen. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The catheter was positioned at l4. The location of the catheter issue was unknown. No catheter segments were left in the intrathecal space. The replacement of the catheter resolved the issue. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), explanted: 2015 (B)(6).